Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable pacemaker exhibited premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis showed that the battery diagnostic data indicated that the power consumption of this device has been steadily increasing, and the power consumption was expected to continue to increase. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the battery of this implantable pacemaker exhibited premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis showed that the battery diagnostic data indicated that the power consumption of this device has been steadily increasing, and the power consumption was expected to continue to increase. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.